Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing meals when blood glucose was approximately 70 mg/dl, which the caregiver believed contributed to further lows; the healthcare provider recommended and the caregiver completed a factory reset, and education was provided to avoid meal announcements during lows and to maintain consistent meals during the learning period. Symptoms included feeling unwell. Outcomes included hypoglycemia with a nadir of 50 mg/dl, approximately one hour out of range, and successful correction using oral glucose including juice and glucose tablets, without external assistance or medical intervention. Investigation included customer interview, device troubleshooting, and user education. Investigation of this case revealed no device malfunction was identified and the event was consistent with user interaction contributing to hypoglycemia, with corrective actions including factory reset and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.